Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment(slda) appears to be due to patient morphology/pathology (thin posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced and deployed, reducing mr.; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the first clip and to further reduce mr, which was reduced to grade 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.